Manufacturer narrative:
E1: patient city: (B)(4).

Event description:
Unomedical reference number (B)(4) event occurred in the united states on 24-apr-2024, it was reported that patient faced infusion set leak event on 05-apr-2024 and the leaking was at site. The infusion set was in use for 5 days. No further information available.